Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported mechanical jam could not be determined in this incident; however, stretching and eventually breaking of gripper line was due to inability removing the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line and break resulting in the gripper line left in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the valve. During deployment, resistance was felt removing the gripper line (gl). It was noted the gl was stretching and ultimately broke. As the cds was already removed, the broken gripper line was left in the patient anatomy attached to the clip. The gripper line was cut just below the skin level. The procedure was completed at this time as the mr was reduced to 1+. The patient remains stable with no issues. There was no clinically significant delay in the procedure.